Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.. Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. The sutures were dispensed without problems and examined along of the strand and no defects or suture breakage was found.

Event description:
It was reported that a patient underwent a lumbar laminectomy procedure on (B)(6) 2017 and suture was used. The suture broke during use and a new one was opened to complete the procedure. There was no adverse patient consequence. The doctor opined that the suture feels thinner than before.

Manufacturer narrative:
The samples were also measured in diameter and the samples met the finished goods requirements.